Event description:
In 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the onetouch ultramini system kit is missing test strips. The pt did not realize that per the onetouch ultramini package label specified that the system kit does not contain test strips. The complaint is classified according to the documentation of the customer care advocate. The pt manages with metformin and 70/30 mixed insulin. The pt reportedly purchased the product on dec 30, 2009. The pt did not have test strips after he purchased the system kit. It is not known if he was able to obtain his usual blood glucose readings after the onset of the product issue. In 2010, the pt developed symptoms described as "dizzy and wanted to vomit" and obtained a blood glucose reading of "400 mg/dl" on the hosp meter. The pt reportedly received medical intervention with insulin by a healthcare provider. During troubleshooting, the customer care advocate verified that there were missing products per the package labels. This complaint is being reported because the pt claimed he received medical intervention that was suggestive for hyperglycemia due to the alleged missing product. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.